Manufacturer narrative:
Originally it was thought that this device was not available for use, however the hospital was able to locate the device and return it for evaluation. Device investigation: starting at the distal tip, there is a flattened section between 3.0 and 4.8 cm, a kink at 24.5 cm, flat spots between 29.0-30.0 cm, 39.0-41.0 cm and 65.0-66.5 cm and a kink 80 cm from the distal tip. Results: a 0.070" mandrel was introduced into the hub and advanced distally. Forward progress stopped when the tip of the mandrel reached the most proximal kink, 80 cm from the distal tip. The catheter is non-functional. Conclusion: the squashed tip noted in the complaint is confirmed. In its standard packaging configuration the region of the tip that was flattened would have been protected internally by the shipping mandrel and externally by the carrier tube. This damage most likely occurred after the catheter was removed from its packaging. The rest of the damage seen is consistent with post-complaint shipping and handling.

Event description:
One catheter opened for the case was noted to have a squashed tip. The hospital was unable to use the catheter but had another open and available. Because both catheters were opened at the same time, the lot number of the device with the squashed tip could not be determined.

Manufacturer narrative:
The device did not return for evaluation. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for both lots of product (unknown which lot is associated with problem device) were evaluated and there were no outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.